Event description:
The manufacturer received information alleging a ds2adv auto CPAP device was smoking in the middle of the night. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer will make attempts to have the device returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ds2adv auto CPAP device was smoking in the middle of the night. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer received additional information from the user stating he would wake up in the middle of the night choking. The user also states the device was discarded in a landfill and is not able to be returned for investigation. The manufacturer has updated section h in this report. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.